Event description:
It was reported the patient's ipg is protruding from the skin due to weight loss. The patient reports the ipg has difficulty communicating with the programmer. Surgical intervention is schedule to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.